Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " *customer states the contamination was gram stained as was mostly gram positive cocci but some gram negative rods. Customer problem: customer is reporting contamination and excess moisture with media plates. "

Manufacturer narrative:
H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The main component of prepared plated media is purified water. The purified water is held in an agar matrix in the media. Release of the purified water as the matrix contracts during temperature cycling and progression through shelf life is referred to as exudation. As media progresses through shelf life, some condensate will appear inside the sleeves, dishes or on the agar surface. This condensate or excessive moisture occasionally presents upon removal from storage and packaging. Plates can be inverted over the lid and allowed to dry before inoculation when condensate/excessive moisture is noted. It is best to do this 2 to 3 hours directly before inoculating the plates. Control of the temperature cycling that bd product experiences may help reduce the amount of free moisture seen. Pooling of water inside the sleeve is not considered a normal amount of excessive moisture. The batch history record for batch 1092388 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1092388. Retention samples from batch 1092388 were not available for inspection. No photos or return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination and excessive moisture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer states the contamination was gram stained as was mostly gram positive cocci but some gram negative rods. Customer problem: customer is reporting contamination and excess moisture with media plates. "